Event description:
The investigation determined that a lower than expected vitros ammonia (amon) result was obtained from a cap proficiency fluid processed using vitros chemistry products amon slides lot 1020-0265-9321 on a vitros xt 7600 integrated system. Chm-07 amon result of 101 umol/l versus an expected result of 181 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The lower than expected vitros amon result was generated from a non-patient fluid; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment ra607130.

Manufacturer narrative:
The investigation determined that a lower than expected vitros ammonia (amon) result was obtained from a cap proficiency fluid processed using vitros chemistry products amon slides lot 1020-0265-9321 on a vitros xt 7600 integrated system. The assignable cause of the event was not able to be determined. A review of historical amon quality control results indicated unacceptable within laboratory precision. Therefore, a vitros amon lot 1020-0265-9321 issue cannot be ruled out as a contributor of the event. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon reagent lot 1020-0265-9321. As no precision testing was performed on the vitros xt 7600 system around the time of the event, an instrument related issue cannot be ruled out as a potential contributing factor of the event. The customer reported that a result obtained from the same chm-07 cap fluid for an alternate vitros assay (tbil) was unacceptable as well. Therefore, a sample related issue cannot be ruled out as a contributor of the event.